Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and a cystocele.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(4) 2005 and an obturator sling and repliform were implanted. The patient experienced pain, erosion of her internal tissues. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.